Manufacturer narrative:
Technician found loose pins in communication cable db 37-pin connector. Replaced cable saver (B)(4) and repaired pins to resolve this issue.

Event description:
Information provided indicated that the patient could place nurse call, but response was not heard in expected location.